Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure. Expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the adhesive around light guide (lg) lens was peeled.. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the device history record information in the h6 and h11. Updated fields: g4, h2, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. This event is detectable and preventable by handling device in accordance with the following IFU which states: IFU document no.: rc5079 rev.: 12 section: chapter 3 preparation and inspection 3.3 inspection of the endoscope -inspection of the endoscope.